Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient complained hip pain and replaced polyethylene liner and metal head on (B)(6) 2013. The primary surgery was (B)(6) 2004. In the revision surgery, the surgeon noticed cyst at pelvis,osteolysis and inflammation. He considers the possibility that the inflammation was caused by the polyethylene powder. Also, he requests us to investigate wear volume of these inserts.

Manufacturer narrative:
An event regarding alleged allergy/reaction involving a trident liner was reported. The event was not confirmed. Burnishing and scratching were observed throughout the articulating surface. Burnishing is caused by adhesive wear due to articulation of the femoral component on the insert a dimensional inspection was not performed due to the damages described in the visual inspection. A material analysis has been performed and concluded that: burnishing and scratching were observed throughout the articulating insert surface and are commonly identified damage modes on uhmwpe acetabular inserts. The measured linear penetration wear rate on the articulating surface was consistent with wear rates determined in clinical studies. No evidence of manufacturing or material defects was observed on the returned ultra-high molecular weight polyethylene (uhmwpe) acetabular insert. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information becomes available, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
The patient complained hip pain and replaced polyethylene liner and metal head on (B)(6) 2013. The primary surgery was (B)(6) 2004. In the revision surgery, the surgeon noticed cyst at pelvis,osteolysis and inflammation. He considers the possibility that the inflammation was caused by the polyethylene powder. Also, he requests us to investigate wear volume of these inserts.